Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and was able to increase stimulation but the patient didn't feel the stimulation. The patient noted that she had tried programs 1, 2, 3, and increased stimulation without any results. The patient mentioned that she was not sure she had a program 4, but declined troubleshooting on the call. The patient confirmed there were no falls, trauma, or procedures related. The patient was redirected to her health care professional to check the device. Additional information received from the patient who said their implant stopped working and it is dead as a doornail. Patient wants to get a hold of a manufacture representative (rep) to be present at the next appointment with the healthcare provider (hcp). As a result of what was reported, the patient was redirected to their hcp to page a rep and check the implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are : product ID: 3889-28, lot# v412730, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the lead wires was not working. As for action taken to resolved it, the patient stated that the mdt rep reprogrammed the stimulator to exclude the faulty lead. No further complications were noted or anticipated.